Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. This report is for unknown lot number. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient x-ray showed inferior screw only partially within into zerop implant at c5/6. Product implant date was (B)(6) 2015. Patient underwent revision surgery on (B)(6) 2015 to remove this screw and to assess implants at c3/4 and c4/5. Second inferior screw at c5/6 also removed. Both screws replaced with 16mm screws. Uniplate two level 28mm plate placed across c4/5/6, using 16mm screw at c4, 14mm screw at c5, 14mm screw at c6. Screwdriver tip broke when inserting one of these screws, surgery continued using another screwdriver. Nothing left in patient. No delay in procedure. This complaint involves two parts.

Manufacturer narrative:
A product investigation was completed: our investigation of the received screws has shown that the screw head thread by both screws are worn down, otherwise the screws are in a used but good condition. Unfortunately the lot number is unknown what makes impossible to check the manufacturing and raw material documents. We are not able to determine the exact reason for these damaged screws, but it is likely that during the operation an application error may have taken place. Per the technique guide, to prevent such problems, if any screw cannot be inserted at the correct trajectory or locked to the plate according to recommended techniques, a different device should be used to avoid the potential risk of screw back-out or screw failure. We are not able to determine the exact reason for these damaged screws, but it is likely that during the operation an application error may have taken place. No product fault could be detected. (B)(4) need for a revision procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6). This is report 1 of 2 for (B)(4).